Manufacturer narrative:
.

Event description:
The field service engineer reported that the during servicing of this ventilator. The unit would not power on. The customer reported there was no patient involvement.

Manufacturer narrative:
Event date:(B)(6) 2015. Conclusion / root cause: replacement of shorted q14 on the pm board corrected the failure. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The field service engineer reported that the during servicing of this ventilator. The unit would not power on. The customer reported there was no patient involvement.